Event description:
Customer reports to have experienced keypad anomaly. Customer reports that esc button was not responding. Customer's blood glucose was 148 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at lcd board. The device had minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, and stained serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.